Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant procedure, using the waa during the incident, and implanting the device at an off-label location have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported swelling and soreness on the incisions. Antibiotics were prescribed. However, the patient developed a rash which has almost cleared. The patient was referred to an infectious disease doctor who did not confirm infection. Additionally, they were advised to wear a compression sock, elevate the leg, and take doxycycline. A CT scan and blood test were performed. The swelling has improved, they are still wearing the device, and it is working well.